Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was observed to be bent, and the pump was intermittently unable to charge. Customer's blood glucose was 198 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.